Event description:
Pt assisted to restroom after surgery. The tip of a uterine elevator fell out of her vagina and into toilet. No injury to pt. There is no lot number because it is an instrument and not supply. It was cleaned and put back into circulation by surgery staff. This tip screws onto the end of the cohen uterine elevator. Physician notified, pt notified, safety officer, nurse mgr, and dir of nursing and surgery notified as well.